Manufacturer narrative:
Retainer ring = black. After battery installation, the up, go back and graph keypad buttons did not work. Unable to perform the displacement and self tests due to the lack of response coming from these buttons. Device passed the keypad voltage test. After plugging a known good electrical board 2 into a known good electrical board 1 and then into the test case, the up, go back and graph keypad buttons did not work, but after plugging the test electrical board 2 into the test electrical board 1 and then into a known good case, all of the buttons worked. The lack of functionality in the keypad buttons appears to be isolated to the case. The software version was then able to be obtained. After visual inspection, there is corrosion in/around the following: terminal of the keypad flex cable; electrical board 1-j7, j6, j1, da2. In summary, the no button response from the up, go back and graph keypad buttons is due to the corrosion on the terminal of the keypad flex cable. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer stated there were no response on buttons. The customer stated insulin pump was suspended and cannot suspend it because the insulin pump buttons were not responding. All buttons were unresponsive. Customer stated insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.